Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a spinal tap. The patient underwent a blood patch three times in the emergency room (ER).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a spinal tap. The patient underwent a blood patch three times in the emergency room (ER). Additional information received that the patient was doing post operatively. Database analysis was done and the results revealed no anomalies.